Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated left fallopian tube"), abdominal pain lower ("severe abdominal cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual periods"), menorrhagia ("very heavy menstrual periods"), dysmenorrhoea ("painful menstrual periods"), pruritus ("itching"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), abdominal distension ("bloating"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), vocal cord paralysis ("unilateral laryngeal paralysis"), muscle tightness ("muscle tension dysphoria (event splitted for coding)"), dysphoria ("muscle tension dysphoria (event splitted for coding)"), pollakiuria ("frequent urination"), procedural pain ("painful post-operative recovery"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, genital haemorrhage, menstruation irregular, menorrhagia, dysmenorrhoea, pruritus, alopecia, dysgeusia, abdominal distension, fatigue, weight fluctuation, vocal cord paralysis, muscle tightness, dysphoria, pollakiuria, procedural pain, pain and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, dysgeusia, dysmenorrhoea, dysphoria, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, muscle tightness, pain, pollakiuria, procedural pain, pruritus, vocal cord paralysis and weight fluctuation to be related to essure (ess205). The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after coding review, the event muscle tension dysphoria was split and coded to muscle tightness and dysphoria. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated left fallopian tube/perforation (fallopian tube(s)) right essure coil was protruding from right fallopian tube') and abdominal pain lower ('severe abdominal cramping/lower abdomen pain') in a 36-year-old female patient who had essure (batch no. 623831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine leiomyoma and multiparous. Concomitant products included sertraline since 2017. In 2007, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), abdominal distension ("bloating/gastrointestinal or digestive system condition (type: bloated)") and pelvic pain ("pain"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("painful menstrual periods/dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("chronic fatigue/fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In november 2014, the patient experienced pruritus ("itching/rashes or skin conditions (type: itchy skin): itchy skin"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). In (B)(6) 2017, the patient experienced vocal cord paralysis ("unilateral laryngeal paralysis/complication (s) please describe: unilateral laryngeal paralysis"), muscle tightness ("muscle tension dysphoria (event splitted for coding)/muscle tension") and dysphoria ("muscle tension dysphoria (event splitted for coding)/dysphonia"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and flatulence ("gastrointestinal or digestive system condition (type: very gassy )"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), menorrhagia ("very heavy menstrual periods"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), pollakiuria ("frequent urination"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), anxiety ("emotional anguish"), hemiplegia ("neurological conditions or problems: (type: unilateral paralysis)") and polymenorrhoea ("period shorten 19 days 5 days on too"). The patient was treated with ibuprofen, naproxen sodium (aleve), vitamin d nos (vitamin d), dietary measures (altered diet to whole foods and exercised), physical therapy (self massage of neck muscles,) and surgery (total hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstruation irregular, menorrhagia, dysmenorrhoea, dysgeusia, fatigue, weight fluctuation, vocal cord paralysis, muscle tightness, dysphoria, procedural pain, pain, anxiety, bladder disorder, urinary tract disorder, hemiplegia, allergy to metals, weight increased and polymenorrhoea outcome was unknown and the abdominal pain lower, genital haemorrhage, pruritus, alopecia, abdominal distension, pollakiuria, pelvic pain and flatulence was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, dysgeusia, dysmenorrhoea, dysphoria, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, hemiplegia, menorrhagia, menstruation irregular, muscle tightness, pain, pelvic pain, pollakiuria, polymenorrhoea, procedural pain, pruritus, urinary tract disorder, vocal cord paralysis, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: results: confirming full occlusion of fallopian tubes; on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated left fallopian tube/perforation (fallopian tube(s)) right essure coil was protruding from right fallopian tube"), abdominal pain lower ("severe abdominal cramping/lower abdomen pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 623831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine leiomyoma and multiparous. Concomitant products included sertraline since 2017. On (B)(6)2007, the patient had essure inserted. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual periods/dysmenorrhea (cramping)"), abdominal distension ("bloating/gastrointestinal or digestive system condition (type: bloated)"), pelvic pain ("pain") and flatulence ("gastrointestinal or digestive system condition (type: very gassy )") and was found to have weight increased ("weight gain"). In 2011, the patient experienced fatigue ("chronic fatigue/fatigue"). In 2014, the patient experienced pruritus ("itching/rashes or skin conditions (type: itchy skin): itchy skin"), muscle tightness ("muscle tension dysphoria (event splitted for coding)/muscle tension"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced alopecia ("hair loss/hair loss") and allergy to metals ("nickel allergy/nickel allergy"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vocal cord paralysis ("unilateral laryngeal paralysis/complication (s) please describe: unilateral laryngeal paralysis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), menorrhagia ("very heavy menstrual periods"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), dysphoria ("muscle tension dysphoria (event splitted for coding)/dysphonia"), pollakiuria ("frequent urination"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), anxiety ("emotional anguish") and hemiplegia ("neurological conditions or problems: (type: unilateral paralysis)"). The patient was treated with ibuprofen, naproxen sodium (aleve), vitamin d nos (vitamin d), dietary measures (altered diet), physical therapy (self massage of neck muscles,) and surgery (total hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, menstruation irregular, menorrhagia, dysmenorrhoea, dysgeusia, fatigue, weight fluctuation, vocal cord paralysis, muscle tightness, dysphoria, procedural pain, pain, anxiety, bladder disorder, urinary tract disorder, hemiplegia, allergy to metals and weight increased outcome was unknown and the abdominal pain lower, genital haemorrhage, pruritus, alopecia, abdominal distension, pollakiuria, pelvic pain and flatulence was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, dysgeusia, dysmenorrhoea, dysphoria, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, hemiplegia, menorrhagia, menstruation irregular, muscle tightness, pain, pelvic pain, pollakiuria, procedural pain, pruritus, urinary tract disorder, vocal cord paralysis, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: results: confirming full occlusion of fallopian tubes; on (B)(6)2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received. Events per pfs: bladder or urinary problems or changes, neurological conditions or problems (type: unilateral paralysis), nickel allergy, dysmenorrhea (cramping), pain, perforation (fallopian tube(s)), fatigue, weight gain, gastrointestinal or digestive system condition (type: very gassy and bloated), other injury(ies) or complication (s) please describe: unilateral laryngeal paralysis and muscle tension dysphonia, hair loss were added, outcome of the events were updated. Patient's medical history was added, lot number added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated left fallopian tube/perforation (fallopian tube(s)) right essure coil was protruding from right fallopian tube"), abdominal pain lower ("severe abdominal cramping/lower abdomen pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 623831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine leiomyoma and multiparous. Concomitant products included sertraline since 2017. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual periods/dysmenorrhea (cramping)"), abdominal distension ("bloating/gastrointestinal or digestive system condition (type: bloated)"), pelvic pain ("pain") and flatulence ("gastrointestinal or digestive system condition (type: very gassy )") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced fatigue ("chronic fatigue/fatigue"). In 2014, the patient experienced pruritus ("itching/rashes or skin conditions (type: itchy skin): itchy skin"), muscle tightness ("muscle tension dysphoria (event splitted for coding)/muscle tension"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced alopecia ("hair loss/hair loss") and allergy to metals ("nickel allergy/nickel allergy"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vocal cord paralysis ("unilateral laryngeal paralysis/complication (s) please describe: unilateral laryngeal paralysis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), menorrhagia ("very heavy menstrual periods"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), dysphoria ("muscle tension dysphoria (event splinted for coding)/dysphonia"), pollakiuria ("frequent urination"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), anxiety ("emotional anguish") and hemiplegia ("neurological conditions or problems: (type: unilateral paralysis)"). The patient was treated with ibuprofen, naproxen sodium (aleve), vitamin d nos (vitamin d), dietary measures (altered diet), physical therapy (self massage of neck muscles,) and surgery (total hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstruation irregular, menorrhagia, dysmenorrhoea, dysgeusia, fatigue, weight fluctuation, vocal cord paralysis, muscle tightness, dysphoria, procedural pain, pain, anxiety, bladder disorder, urinary tract disorder, hemiplegia, allergy to metals and weight increased outcome was unknown and the abdominal pain lower, genital haemorrhage, pruritus, alopecia, abdominal distension, pollakiuria, pelvic pain and flatulence was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, dysgeusia, dysmenorrhoea, dysphoria, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, hemiplegia, menorrhagia, menstruation irregular, muscle tightness, pain, pelvic pain, pollakiuria, procedural pain, pruritus, urinary tract disorder, vocal cord paralysis, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: results: confirming full occlusion of fallopian tubes; on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated left fallopian tube"), abdominal pain lower ("severe abdominal cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual periods"), menorrhagia ("very heavy menstrual periods"), dysmenorrhoea ("painful menstrual periods"), pruritus ("itching"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), abdominal distension ("bloating"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), vocal cord paralysis ("unilateral laryngeal paralysis"), muscle tightness ("muscle tension dysphoria (event splitted for coding)"), dysphoria ("muscle tension dysphoria (event splitted for coding)"), pollakiuria ("frequent urination"), procedural pain ("painful post-operative recovery"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, genital haemorrhage, menstruation irregular, menorrhagia, dysmenorrhoea, pruritus, alopecia, dysgeusia, abdominal distension, fatigue, weight fluctuation, vocal cord paralysis, muscle tightness, dysphoria, pollakiuria, procedural pain, pain and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, dysgeusia, dysmenorrhoea, dysphoria, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, muscle tightness, pain, pollakiuria, procedural pain, pruritus, vocal cord paralysis and weight fluctuation to be related to essure (ess205). The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated left fallopian tube/perforation (fallopian tube(s)) right essure coil was protruding from right fallopian tube'), abdominal pain lower ('severe abdominal cramping/lower abdomen pain') and genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 623831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine leiomyoma and multiparous. Concomitant products included sertraline since 2017. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating/gastrointestinal or digestive system condition (type: bloated)") and pelvic pain ("pain"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("painful menstrual periods/dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("chronic fatigue/fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced pruritus ("itching/rashes or skin conditions (type: itchy skin): itchy skin"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). In (B)(6) 2017, the patient experienced vocal cord paralysis ("unilateral laryngeal paralysis/complication (s) please describe: unilateral laryngeal paralysis"), muscle tightness ("muscle tension dysphoria (event splitted for coding)/muscle tension") and dysphoria ("muscle tension dysphoria (event splitted for coding)/dysphonia"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and flatulence ("gastrointestinal or digestive system condition (type: very gassy )"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), menorrhagia ("very heavy menstrual periods"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), pollakiuria ("frequent urination"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), anxiety ("emotional anguish"), hemiplegia ("neurological conditions or problems: (type: unilateral paralysis)") and polymenorrhoea ("period shorten 19 days 5 days on too"). The patient was treated with ibuprofen, naproxen sodium (aleve), vitamin d nos (vitamin d), dietary measures (altered diet to whole foods and exercised), physical therapy (self massage of neck muscles,) and surgery (total hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, menstruation irregular, menorrhagia, dysmenorrhoea, dysgeusia, fatigue, weight fluctuation, vocal cord paralysis, muscle tightness, dysphoria, procedural pain, pain, anxiety, bladder disorder, urinary tract disorder, hemiplegia, allergy to metals, weight increased and polymenorrhoea outcome was unknown and the abdominal pain lower, genital haemorrhage, pruritus, alopecia, abdominal distension, pollakiuria, pelvic pain and flatulence was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, dysgeusia, dysmenorrhoea, dysphoria, fallopian tube perforation, fatigue, flatulence, genital haemorrhage, hemiplegia, menorrhagia, menstruation irregular, muscle tightness, pain, pelvic pain, pollakiuria, polymenorrhoea, procedural pain, pruritus, urinary tract disorder, vocal cord paralysis, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: results: confirming full occlusion of fallopian tubes; on (B)(6)2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: event added: ¿period shorten 19 days 5 days on too¿ secondary reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.